Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fill resistance when filling the cartridge with insulin. Reportedly, the needle was able to go in, but the customer had to move the tip of the needle around. There was no impact to the customer's blood glucose level. Replacement cartridges were sent to the customer.